Manufacturer narrative:
Additional procode: kwp;kwq;mnh;mni;osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that (B)(6) 2020 during an unknown procedure, the tip of the instrument was spinning in the head of unitized set screws when attempting to final tighten at the end of the procedure. They persisted until all screws were torqued off. There was evidence of stripping/damage to point of set screw inserter at conclusion of procedure. There was no patient consequence. There was a surgical delay of less than five (5) minutes. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown); unknown rods (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 5.5 exp verse unitized set scr. This is report 3 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the 5.5 exp verse utilized set screw (p/n: 199721001s, lot #: wm1233) was returned and received at us customer quality (cq). Upon visual inspection, there was no defect found on the device. Document/specification review: the following drawings reflecting the current revision were reviewed. Complaint confirmed? No, there was no defect found on the device. Investigation conclusion the complaint condition is not confirmed for the 5.5 exp verse utilized set screw (p/n: 199721001s, lot #: wm1233). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the DHR of product code: 199721001s. Lot : wm1233. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: nov 18, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.